Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/09/2024, it was reported by an arthrex subsidiary employee via email that two ar-1547cds biocomposite-tenodesis loop at the tip of the screws broke. When attempting to fix the graft and suture tape together to the talus, the graft deviated during the process, and when the product was checked, the tip loop was broken. A second ar-1547cds biocomposite-tenodesis was opened and implanted successfully. However, after the implantation of the screw, it was noticed that the loop at the tip of the inserter had broken. This was discovered during a procedure on (B)(6) 2024